Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask and did not clean the area before initiating pd therapy. On the same day as the event onset, the patient was hospitalized for the event. That same day, the patient started treatment with injection magnex (500 mg; route, frequency and duration not reported), injection amikacin (500 mg; route, frequency and duration not reported) and injection heparin (1000 units; route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient&#38112;recovery status and outcome of the event were unknown. At the time of this report, magnex, amikacin, and heparin remained ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.